Event description:
Patient reported using solution for several weeks and started having discomfort with her eyes. She was seen at an urgent care center and then admitted to a hospital and diagnosed with a corneal ulcer. Treatment prescribed included: tobramycin, vigamox, systane, medroxtrogesterone (?sp), and cipro. Subsequently, hcp reports patient was referred to him in 2007. Hcp diagnosed a pseudomonas corneal ulcer located in the central 4 mm of the cornea. Hcp noted that patient "sleeps in contact lenses" and there is "contact lens overwear". Hcp reported that the patient is still under treatment and noted he didn't know if there will be any permanent decrease in visual acuity. Patient reports she is still under treatment for next several months.

Manufacturer narrative:
The patient reported she discarded the product because the hcp informed her the event was not associated with the device. The hcp reported the patient sleeps in the lenses and there is contact lens over wear. Based on all information, no casual factors can be determined and no conclusion can be drawn.